Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving low readings. Customer got a reading of 25 and called the paramedics, they arrived 5-10 minutes later and got a reading of 125 with their meter. She then rechecked with the confirm mter about 30 seconds after and got a reading of lo. As she was not having symptoms they felt the reading from the paramedics was more accurate and did not give any type of treatment. Controls not used. Replacing product.